Event description:
It was reported that lead impedance was > 2000 ohms, there was t-wave oversensing, and inappropriate therapy was delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead impedance was > 2000 ohms, there was t-wave oversensing, and inappropriate therapy was delivered. The lead was removed from service. It was also reported that the device was explanted due to end of life conditions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead in segments returned for analysis. Other: it was reported that lead impedance was > 2000 ohms, there was t-wave oversensing, and inappropriate therapy was delivered. The lead was removed from service. It was also reported that the device was explanted due to end of life conditions. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Visual examination: mechanical tests performed. Component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, oversensing shock, inappropriate.